Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with severe central aortic regurgitation (ar), the transcatheter valve dislodged into the ventricle. It was reported the valve dislodged due to the severe ar. An attempt was made to snare the valve and move it up; however, it was unsuccessful and the ar remained. A second transcatheter valve was implanted to resolve the patient's regurgitation. No additional adverse patient effects were reported.